Manufacturer narrative:
Investigation: a device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4059660. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva 20ga 1.00in hf y is difficult to disengage needle. The following information was provided by the initial reporter: I know (B)(6) spoke with you regarding a recurring issue difficult catheter detachment. We have since experienced additional instances of issues with failed needle detachment. 7 jun 2024: ¿ any adverse event or serious injury reported to patient or healthcare professional? No ¿ date of event: 5/29/2024. ¿ please explain briefly product damage. Rn was unable to detach the needle from the IV catheter after insertion of the IV. Multiple staff tried before they were able to successfully detach the needle.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4059660. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.